Manufacturer narrative:
Zimvie received one (1) ieha466, (certain® bellatek® encode® healing abutment 4.1mm(d) x 6mm(p) x 6mm(h)) for evaluation. Visual evaluation of the as returned device identified the healing abutment with signs of use; however, during a functional test with an in-house biomet implant, the abutment engages, seats, and disengages as intended. No apparent malfunction was identified. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number: 1285586. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number: 1285586 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿does not seat.¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf rm-00057-haz rev. 20, the most likely root cause determined from the investigation is incorrect techniques used - customer error. Therefore, based on the available information, and functional testing a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: patient weight unknown / not provided.

Event description:
It was reported that the implant at tooth site #30 has an abutment that is not seating right. Customer stated there is no issue with the implant; just the abutment is not seating right. Implant still in patient's mouth.